Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient has had several surgeries. The patient currently had in an ulna implant. The surgeon had a custom humerus implant made and used allograft, cement, cables and plate. The surgeon put condyles in to link the custom implant to the ulna implant. Surgery was completed and successful.

Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11. Complaint has been evaluated and is similar to report number 1644408-2025-01824; 540-01-001, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.